Event description:
It was reported that the patient's atrial lead exhibited high capture threshold. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of unacceptable threshold was confirmed. As received, a complete lead was returned in one piece, measuring 46.0 cm. Visual inspection of the lead found clavicle crush fracturing and separating all five filars of the outer coil at the middle region of the lead. The cause of fracture of the outer coil and the reported event is consistent with clavicular crush.